Manufacturer narrative:
Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for illegible printing with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for illegible printing was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the printing part on bd vacutainer® k3e 3.6mg plus blood collection tubes was found smeared making them completely illegible. There was no report of exposure, serious injury or medical intervention.